Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-02054, -02056, -02057, -02058.

Event description:
Allegedly, patient revised due to ap instability.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.